Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly this patient was revised due to recurrent hip dislocation. She suffered two dislocations: one when she bent down and dislocated her hip posteriorly on (B)(6) 2014 and other on (B)(6) 2015. (Right).